Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. Clinical/medical evaluation was completed and concluded that based on the information provided, in addition to the product evaluation, a procedural vs user error cannot be ruled out as the root cause of the reported event. The retained piece of the broken anchor is implantable, however, we cannot rule out the possibility of local tissue irritation, micro-motion/and or migration of the retained broken anchor. Although the reported device broke, a competitor¿s device was used to complete the procedure with no delay. Per communications, the patient will be in a sling and will follow-up with her surgeon in 6-8 weeks; therefore, the impact to the patient beyond the procedure cannot be determined. Should additional medical information be provided, this compliant will be re-assessed. A review of the instructions for use found: - do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout. - do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. - care must be taken to avoid creation of a shallow bone hole. - use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. - individually tensioning the sutures may cause the device to back out of the bone hole. - over tensioning the suture may result in incomplete insertion or implant pull out. Visual evaluation shows the shaft is loose and implant is still attached to device. No manufacturing discrepancies observed. The device is intended for single use and functional test is not possible. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) poor bone quality (2) misalignment of inserter handle. (3) bone hole size. (4) over tensioning the suture. (5) excessive probing. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a rotator cuff repair using multifix, after placing multiple healicoil regenesorb anchors, the doctor attempted to turn the knob and released inserter from anchor but this would not release. He finally tapped back on inserted handle and the anchor pulled out and pulled the knotless multifix anchor next it out as well. One anchor broke and just a part of it was extracted. After trying several times it did not work, so the procedure was completed using a competitor device. No delays were reported. Other complications were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.